Manufacturer narrative:
The customer's device was not returned for evaluation. The device was locally disposed. The root cause of the reported issue could not be determined. The customer was provided with a replacement device.

Event description:
A customer contacted stryker to report that their device would not power on when the lid is opened. The device is activated only after pressing the on/off button. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on when the lid is opened. The device is activated only after pressing the on/off button. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.